Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported that two days after total knee replacement surgery, the device fell on the floor. "It showed a 000 reading and we weren't sure if it was still working. A nurse reset the device and said it was working. That day, I'm not sure when, I felt like fluid was only entering the tissue on my outer thigh rather than going to the back of my knee, I felt cold fluid enter." "Both catheters had blood in them". "The bandage showed evidence of blood leaking down onto the bandage." The next day, a nurse visited, and "agreed there was some leakage and blood in the catheters. [Nurse] offered to remove the catheters". Patient refused to have the catheters removed due to being in pain. Patient indicated that just after the nurse left, they "stood up and a lot of liquid ran down [their] leg from the metal catheter leading to the front of the knee". Patient "didn't want to get the dressing wet". The nurse was called again, and the catheters were removed. Patient indicated "medication was not being pushed through the catheters sufficiently to prevent back flow". Patient also observed "pinkish bubble in the line leading from the pump going to the catheter for the back of the knee. The machine whirred about every hour, but the bubble did not move." At the time the catheters were removed, patient observed: "the drip bag for the back of the knee was dispensed with 1000 ml and it looks to me like about half of that was gone. The other bag, for the front of the knee, was prescribed for 500 ml and it looks unused." "I did not receive the prescribed medication and consequent pain relief". "I suffered unnecessarily because the pumps did not work properly". Pump was in use for 2.5 days before the catheters were disconnected. There was no obvious physical damage to the pump. No kinks, occlusions or visible defects in the tubing or reservoir. There was no backup device available to continue infusion. Medication being infused was bupivacaine.